Manufacturer narrative:
The investigation for the thrombus has been completed. The pump was returned for evaluation. Upon visual inspection, biomaterial was confirmed in the outflow. Therefore the cause of the thrombus was related to biomaterial in the pump as a result of subtherapeutic lab results. The instructions for use discussed prevention of thrombus to subsequently avoid pump stop. It states: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after a scheduled explantation of a pump, a clot was noted. Despite the administration of systemic anticoagulants, the patient's partial thromboplastin time was not within a therapeutic range during support. There was no medical intervention was required.